Event description:
The customer reported that the system exhibited communication failure errors and would not allow fluoroscopic exposures. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ups. The system operates as intended.